Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon supplier evaluation or additional information received.

Event description:
As reported, before use with patient and during handling of this clamp, the spring wire broke. There was no allegation of patient injury. Customer responded that no sample was available for investigation.